Manufacturer narrative:
(B)(4) it was reported that a patient, male, underwent an atrial fibrillation procedure with a navistar ds electrophysiology catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During a procedure, primarily a bwi competitor¿s case, fam was done of left atrium and while ablation was being performed with a non bwi product of lspv, patient¿s blood pressure dropped and a pericardial effusion was noticed; navistar had already been removed prior to discovery. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and approximately 900 ml of fluid was removed. The patient required hospitalization and was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this is device related however, no due to bwi products. The or staff stated that there was a small tear in la appendage and it was felt that the non bwi product perforated and caused the issue. Settings during the event include: a large sheath (non bwi product) was used and patient received act in a range of 250 ¿ 300 s. During the procedure. Bwi determined to take a conservative approach and therefore, this event is being reported since bwi products were used during procedure. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and the catheter was found with the tip cut. Follow up was performed with the affiliate and it was confirmed that lab staff clipped off the tip of the catheter. No further analysis could be performed due to returned condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient, male, underwent an atrial fibrillation procedure with a navistar¿ ds electrophysiology catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. During a procedure, primarily a bwi competitor¿s case, fam was done of left atrium and while ablation was being performed with a non bwi product of lspv, patient¿s blood pressure dropped and a pericardial effusion was noticed; navistar had already been removed prior to discovery. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and approximately 900 ml of fluid was removed. The patient required hospitalization and was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this is device related; however, no due to bwi products. The or staff stated that there was a small tear in la appendage and it was felt that the non bwi product perforated and caused the issue. Settings during the event include: a large sheath (non bwi product) was used and patient received act in a range of 250 ¿ 300 s. During the procedure. Bwi determined to take a conservative approach and therefore, this event is being reported since bwi products were used during procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4); product: sterilmed (distributed), us catalog # rsndstr10, lot # 1776459. (B)(4).